Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 9th, 11th and 12th distal stent segments with struts bunched and raised. There was no deformation to the distal tip. (B)(4).

Event description:
The physician was using an endeavor resolute drug eluting stent to treat a lesion in the lad exhibited moderate tortuosity and 75% stenosis. There was no damage to packaging noted and there were no issues noted when removing the device from the packaging. The device was inspected prior to use with no issues noted and negative prep was performed on the device with no issues noted. The target lesion was pre dilated. Resistance was encountered when advancing the endeavor resolute device but excessive force was not used. The device passed through a previously deployed stent. It was reported that stent failed to cross and stent deformation occurred in vivo during positioning/advancement. The stent was damaged during delivery through the pre-existing stent and was removed through the catheter. The procedure was completed using another endeavor resolute stent the same size. No patient injury was reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.